Event description:
It was reported that a week after being programmed sometime this summer the adaptive stimulation began to ¿malfunction.¿ it was noted that it would go from 2.3 volts to 3.5 volts when the patient was riding their motorcycle. It was noted that just minor motion did it to the patient.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. (B)(4).